Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, product ID: 9733857, sn: (B)(4). Analysis: computer hardware damaged leading to data transfer failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when an application is launched, an error message is displayed saying that files are corrupted. There was no patient present at the time of the event.